Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The swivel bar is missing the pin that attaches it to the boom and the swivel bar is cracked.